Event description:
The customer reported the system displayed a communication error message. The fse noted the system had a communication issue between the c-arm and the workstation. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.